Event description:
It was reported to boston scientific corporation that two ultraflex esophageal covered stents were involved during an esophageal stenting procedure on (B)(6) 2010. According to the complainant, the patient presented with a two centimeter benign peptic stricture, thirty centimeters from the patient¿s upper teeth. The first ultraflex stent (the subject of manufacturer report # 3005099803-2010-04954) was successfully implanted within the patient¿s esophagus in october 2009, in order to treat dysphagia. On october 27, 2010 it was discovered that the upper uncovered flare of the stent was blocked with granulomatous tissue in-growth. The stent was dilated and a second ultraflex stent was attempted to be implanted. During deployment of the second stent only the first two centimeters of the stent opened up. There was no reported issue with the deployment suture. The patient's anatomy was not tortuous. The partially deployed stent was removed from the patient without issue, and a third ultraflex esophageal covered stent was implanted within the first stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. The physician's assessment of the most probable cause for the stent in-growth was reported as "hyperplastic tissue due to mechanical impact of the uncovered upper flare of the stent". It should be noted that the ultraflex covered esophageal stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only; as well as for occlusion of concurrent esophageal fistula. The ultraflex covered esophageal stents in this case were used against indication to treat a benign peptic stricture.

Event description:
It was reported to boston scientific corporation that two ultraflex esophageal covered stents were involved during an esophageal stenting procedure on (B)(6) 2010. According to the complainant, the patient presented with a two centimeter benign peptic stricture, thirty centimeters from the patient's upper teeth. The first ultraflex stent (the subject of manufacturer report # 3005099803-2010-04954) was successfully implanted within the patient's esophagus in october 2009, in order to treat dysphagia. On (B)(6) 2010, it was discovered that the upper uncovered flare of the stent was blocked with granulomatous tissue in-growth. The stent was dilated and a second ultraflex stent was attempted to be implanted. During deployment of the second stent (the subject of manufacturer report # 3005099803-2010-04843), only the first two centimeters of the stent opened up. There was no reported issue with the deployment suture. The patient's anatomy was not tortuous. The partially deployed stent was removed from the patient without issue, and a third ultraflex esophageal covered stent was implanted within the first stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. The physician's assessment of the most probable cause for the stent in-growth was reported as 'hyperplastic tissue due to mechanical impact of the uncovered upper flare of the stent.' It should be noted that the ultraflex covered esophageal stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only; as well as for occlusion of concurrent esophageal fistula. The ultraflex covered esophageal stents in this case were used against indication to treat a benign peptic stricture.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was returned partially deployed, by approxitmaly 1.5 cm. No bends or kinks were noted on the shaft of the device. During analysis, the remaining attached suture thread was retracted and the stent was deployed without issue. No further issues were noted with the returned device which could have contributed to the reported complaint. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The ultraflex covered esophageal stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only; as well as for occlusion of concurrent esophageal fistula. The ultraflex covered esophageal stents in this case were used against indication to treat a benign peptic stricture. Therefore the most probable root cause is use/user error.